Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during a esophageal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon broke when inflated. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during a esophageal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon broke when inflated. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the distal section of the catheter was cut with a sharp tool and the balloon was not returned. The shaft cut may have been a result of a damage to the balloon which hindered the withdrawing of the balloon from the endoscope. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.